Event description:
The patient experienced a loss of therapeutic effects. X-rays showed a possible short circuit in the extension (date not reported). Impedances were less than 50 ohms on electrodes 2 and 3. The device was not reprogrammed due to side effects (not specified). The hcp planned to remove the extension. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.